Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during treatment, when the carrier of an opsite flexifix gentle 10cmx5m was removed, much of the silicone adhesive removed with the carrier and did not remain on the film. Treatment was resumed, with a back-up dressing. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. No lot/serial number has been provided, therefore a review is not possible. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.